Manufacturer narrative:
No allegations were made towards this pump. The patient had driveline damage reported under MFR. #2916596-2019-00959. The account submitted a log file for review. Technical services reviewed the log file and noted no other unusual events were noted. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mentioned heartmate ii system controller ((B)(4)) was reported under MFR # 2916596-2019-02970 and the heartmate power module patient cable, 14 volt was reported under MFR# 2916596-2019-03070. Approximate age of device- 2 months, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient stated that the epc system controller became hot when connected to power module. It seems that the epc does not get hot on the battery. The patient stated that the epc system controller has become hot when a pump off with suspected driveline fracture is recorded. The patient has since been admitted to the hospital but has no symptoms and no hazard alarm has been recorded. During the analysis of the log file it was observed that there were no unusual events seen within the log file. No further information was reported.